Event description:
During the implantation procedure, after 2 attempted fixation sites, it was reported that the stylet would not advance to the tip of the lead. Also, the proximal coil showed damage. This lead was not implanted; a new biotronik lead was implanted.

Manufacturer narrative:
(B)(6) 2012. The analysis on this device is pending.

Event description:
During the implantation procedure, after 2 attempted fixation sites, it was reported that the stylet would not advance to the tip of the lead. Also, the proximal coil showed damage. This lead was not implanted; a new biotronik lead was implanted.

Manufacturer narrative:
(B)(4), 2012.the analysis on this device is pending. (B)(4).